Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white plastic and brush nylon type material clogged in the nozzle, as reported by the user facility. Deviation from the instructions for use was not definitively confirmed. There was no physical damage found at the detection area of foreign matter. Therefore, a further cause of the suggested phenomenon could not be presumed. The user can detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·operation manual_ preparation and inspection - inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation, in addition to the material found in the air/water nozzle, the following faults were found: the image was out of alignment, the down angle was not to specification, the up/down angle had play, and the distal end had scratches and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that the channel of the evis lucera elite colonovideoscope was blocked. Upon inspection and testing of the customer returned device, it was observed that a white plastic and brush nylon type material was present in the air / water nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event, as it occurred during reprocessing.